Event description:
Pt called lfs alleging that their meter would only prompt "not enough blood and not ok" messages. No symptoms were reported. Pt did not take any action fdllowing the attempted use of the meter. No medical care was sought from a health care professional. Pt reported that the meter had been reading inaccurately erratic at one point in time. The pt reported blood glucose results of "215 mg/dl" and "101 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodololgy, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt did not have a check strip or control solution. The customer service rep walked pt through resolving the error messages. The meter was replaced.